Manufacturer narrative:
The investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The investigation analysis revealed that on (B)(6) 2025 at 07:56 pm, the sensor glucose (sg) value was 88 mg/dl and blood glucose (bg) value was 282 mg/dl. A review of the alert history confirmed that the user did not receive a high glucose alert around the reported time as sg value was below the high glucose alert threshold of 250 mg/dl set by the user. The investigation further revealed that up until on (B)(6) 2025, the calibrations entered by the user showed good agreement with the sg values. However, the calibrations entered after on (B)(6) 2025 were significantly higher compared to sg values. A review of the in-vivo raw sensor data did not reveal any anomalies during this time frame, potentially suggesting a change in the user's calibration technique beginning around on (B)(6) 2025. The user received a sensor suspend alert on (B)(6) 2025 and the sg was blinded for six (6) hours. This occurs when there are four (4) consecutive significantly different blood glucose calibration entries. After six hours, the system re-entered the initialization phase, per design. The system showed better bg/sg agreement after re-initialization. A review of 2 weeks of data from sep 15th showed improved agreement between bg and sg values. The user has not reported any additional inaccuracies. B4. Date of this report 09 dec 2025. G3. Date received by the manufacturer? 09 dec 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Event description:
Senseonics was made aware of a hypeglycemia event where the eversense e3 cgm system did not alert the patient. The patient reported that the event happened on (B)(6) 2025 at 7:56 pm. The sensor glucose (sg) value was 90 mg/dl and blood glucose (bg) value was 282 mg/dl. The patient did not seek medical treatment and was able to self resolve the event by administering insulin.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.